Event description:
International affiliate reports that the screw components of the lateral bar connector loosened in situ. Revision surgery was performed and the device was replaced with a rod and other connectors.

Manufacturer narrative:
Depuy spine has requested the return of the open lateral bar connector for eval. A follow up report will be filed upon receipt of the device and completion of the eval.